Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box, lot # 73h1600254 was manufactured on 08/15/2016 a total of (B)(4). Lot was released on 08/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 26 staples left in the cartridge indicating that at least 9 staples were fired by the end user. Reference files (B)(4) for investigation photos. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological other remarks: material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 26 staples left in the cartridge indicating that at least 9 staples were fired by the end user. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The stapler was jammed inside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler was jammed inside. There was no patient injury.